Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
This case was created against the wrong serial number. Serial number corrected from (B)(6). Part number also updated with new information received.